Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test passed. A review of the downloaded data log did not find any errors related to the customer complaint. The case was opened for further evaluation. An interior inspection found contamination on the speaker diaphragm which confirmed the reported event of a low audio output. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.